Event description:
The user facility reported that the involved device was operated correctly; however, when retracting the system, the entire unit detached from the patient. Pressure was maintained to conclude the procedure. The procedure performed was an ir-arterial angiography of the lower extremity, with an estimated blood loss of over 250cc. No pre-procedural condition, current medications, dosages, or relevant medical history were provided for the patient. Additional information was received on 29 aug 2024: there were no difficulties encountered with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient's condition is unstable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: periop. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the suture was found to have been fully deployed. The clear stop indicator was fully visible, and the black compaction marker was found to have been cut. The tamper tube was also returned; however, the anchor and collagen were not returned with the device. No other damage or issues were identified. The complaint was confirmed for a potential pullout. The exact root cause cannot be determined. The likely cause was determined to have been a subcutaneous deployment resulting in device pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).